Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. On an unspecified date and time the device was programmed to deliver in the continuous+bolus mode, an unspecified concentration of hydromorphone, at a rate of 1.8 mg/hr, a 1 mg bolus dose, a 30 minute pt lockout, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the display indicated the device had delivered 4 pt initiated bolus deliveries. At that time, the nurse noted an unspecified volume was remaining in the container which was reported as more than expected. The device was removed from clinical use. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if therapy was resumed with a replacement device.

Manufacturer narrative:
The device passed testing by delivering a bolus dose when the button on the bolus cord was pressed. Testing was conducted using a test bolus cord. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the svc ctr. On (B)(6) 2012 at 0920, a review of the device history indicated the device was programmed for continuous+bolus in mg, with a 1 mg/ml concentration, a 1.8 mg/hr rate, a 1 mg bolus dose, a 30 minute pt lockout, a 2 bolus/hr bolus limit, a 50 mg container size and the delivery was started. Between 0921 and 1815, there were ten 1.8 mg pt initiated bolus deliveries, 19 unmet bolus demands, the per hour limit was reached 4 times and the delivery was stopped. At 1818, a start alarm occurred. Between 1826 and 1838, a new container is indicated, the delivery is started and stopped 4 times, a check cassette alarm occurred, a cassette was inserted and the program was cleared. At 1846, the device was programmed using the same programming parameters. At 1849, the delivery was started. At 1950, the delivery was stopped, a start alarm occurred and was silenced 5 times. At 2012, the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.